Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification during inspection as the cursor jumped away from the stylus in the upper right area of the screen due to an issue with the display. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.